Event description:
It was reported that there was placement difficulty with the lead due to patient anatomy. The lead was placed but seemed to not go down an ancillary vessel and then had to be removed. The tip of the lead seemed bent after the implant attempt. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.